Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-15048. It was reported, the pt is not able to turn stimulation on. It was also reported, when the pt attempts to increase amplitude the system auto reduces and stimulation does not start. The pt indicated that the ipg is fully charged. The pt was reprogrammed and subsequently reported adequate stimulation was not achieved. The pt requested for the system to be removed. F/u identified the physician removed the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.